Manufacturer narrative:
(B)(4). Lack of appetite.

Event description:
Catheter revision/pump relocation surgery occurred on (B)(6) 2010 (reason for surgery not reported). Approx on (B)(6) 2010, the pt noticed the pocket site was more red, felt warm to the touch and was sore. On (B)(6) 2010, the pt was told by the hcp the incision would open and discharge would come out if there was an infection. On (B)(6) 2010, the pt reported the catheter area was read and sore and has become increasingly worse over the last few days. The pt experienced a loss of appetite. The pt went to the ER twice due to concern of infection. The surgeon would not remove the pump. The pump delivered dilaudid. Additional info has been requested from the hcp, but was not available as of the date of this report.